Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient¿s device had out of range impedances of >10,000 ohms on contact 4. The leads were tested several times and removed from the implantable neurostimulator (ins) header block 5 or 6 times to wipe off the leads and reseat them. They also moved the lead from the 0-7 electrode slot to the 8-15 electrode slot and there was no change in the out of range impedances on the contact. There were no patient symptoms reported. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.